Event description:
It was reported that during a vns surgery, the physician had problems with the handheld. Per physician, it would stop performing correctly/freeze during diagnostics and took a half an hour to come back on and proceed correctly. Troubleshooting was performed and it was found that an error message was coming up regarding the device "attempting to restore the factory default settings." The physician's handheld was replaced with a new one. Attempts for further info and product return have been unsuccessful to date.